Manufacturer narrative:
Investigation is in process. A follow up report will be provided.

Event description:
The customer reported a possible adverse reaction to acd-a during a procedure on a spectra optia device. The patient's temperature rose from 38°c to 40°c. It is unknown at this time if medical intervention was necessary for the patient reaction. Patient information and outcome are not available at this time. The disposable set is not available for return because it was discarded by the customer.

Event description:
Patient identifier, age, and outcome are not available from the customer.

Manufacturer narrative:
This report is being filed to provide additional information in b.5, e.1, e.3, h.6, and h.10. Corrected information is provided in h.10. Root cause: no definitive root cause for the reported adverse event could be identified from the dlog associated with this procedure. The system operated as intended and the procedures were run within standard operating limits (i.e. Not in ¿caution status¿). 644ml of ac was delivered to the patient over the course of the procedure. Throughout the procedure the ac was returned at 0.8ml/min/ltbv for the cmnc procedure. No other potential sources of a patient reaction were identified. In summary, a definitive root cause for the patient's reaction could not be determined. Possible causes for the alleged citrate reaction include but are not limited to patient disease state and/or patient sensitivity to anticoagulant. Corrected investigation: a disposable search history was performed for this lot. There were 3 other similarly reported incidents on this lot from the same customer in the same incident month.

Manufacturer narrative:
This report is being filed to provide additional information in h.6 and h.10. Investigation: a disposable search history was performed for this lot. There were 2 other similarly reported incidents on this lot from the same customer in the same incident month. The device history record (DHR) was reviewed for this lot. There were no issues noted in the DHR that would have contributed to the patient reaction as experienced by the customer. Investigation is in process. A follow up report will be provided.

Manufacturer narrative:
This report is being filed to provide additional information in a.3, a.4, b.5, b.6, and h.10. Investigation: the run data file (rdf) was analyzed for this event. No definitive root cause for the reported adverse events could be identified from the rdf and there were no issues during the procedure. Access alarms alone are not known to cause adverse events but the excessive occurrence of them points toward issues with the patient access. The constant alarming of the device combined with frequent manipulation of the access may have caused increased agitation in the patient and resulted in the adverse event for some of these procedures. The most common source of inlet pressure alarms is when the inlet flow rate is set too high for the given patient access, the patient access is occluded/blocked, or the patient access is not properly positioned. In response to inlet pressure alarms, it is suggested to ensure the patient access is appropriately sized and positioned, nothing is blocking the access line, and to lower the inlet flow rate. Throughout the procedure the ac was returned at 0.8 ml/min/ltbv to the patient. No other potential sources of a patient reaction were identified. No issues were noted during the procedure. According to therapeutic apheresis: a physician's handbook, adverse events occur during therapeutic procedures with a frequency of 4.8%. Transient hypocalcemia associated with apheresis is ususally well tolerated. Symptoms often show as parasethesia (tingling) but patients may also experience unusual taste, nausea, lightheadedness, shivering, and tremors. Severe hypocalcemia may also cause muscle contractions and can progress to tetany and seizures if hypocalcemia escalates and is not corrected. Investigation is in process. A follow-up report will be provided.

Event description:
Patient gender and weight obtained from the run data file (rdf).